Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 463 mg/dl, at the time of incidence. Customer¿s last reading of blood glucose level was 263 mg/dl. Customer stated that they took pen and that was the reason for high blood glucose level not the insulin pump. Customer was not using auto mode at the time of reported event. The insulin pump will not be returned for analysis.